Event description:
It was reported that preventive maintenance was needed on the pump. There was unknown patient involvement and unknown patient harm/adverse event reported. Device evaluation revealed the downstream occlusion sensor was malfunctioning.

Manufacturer narrative:
B3: event date unknown. E1: address line 2 (B)(6). Device evaluation: one device was received. A visual inspection found cracked front housing. During the functional testing, it was found that the rtc battery records 1665 days, which is over limit. Also found that the dso sensor is malfunctioning (high pressure alarm at psi over given range). The cause of the issues was found to be the damaged front housing, rtc battery counter over limit, and faulty dso sensor. The front housing, rtc battery and dso sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.